Event description:
This is filed to report the chordal rupture and intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The ntw clip was advanced to the leaflets and the leaflets were grasped without issue; however, there was a loss of leaflet capture after the grippers had been lowered. After the second grasp there was a chordal rupture. The ntw clip was removed without issue and an xtw advanced to the leaflets. The xtw clip was implanted without issue to treat the regurgitation and chordal rupture. Mr grade was reduced to <1. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported failure to capture leaflets appears to be due to challenging patient anatomy. The reported tissue damage appears to be a cascading event of the failure to capture leaflets. Additionally, the reported patient effect of tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.